Event description:
It was reported that a patient underwent a balloon kyphoplasty (bkp) procedure at l4 to treat a primary osteoporotic vertebral compression fracture. It was reported that the cement leaked into "the intravenous." Post-operative CT scans were taken on unknown date and "fragments such as cement was noted into each the segmental vein and inferior vena cava". According to the report, the "patient is asymptomatic and doing well." It was reported that "the cause of the event was the cement injection of the soft state, so the cement leaked to the intravenous." However, it was also reported that the cement was doughy and homogenous prior to delivery into the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Radiology films interpretation: "two sagittal CT reconstructions from japan with l4 compression fracture after kyphoplasty. Midline view shows cement within vertebral body with small fleck anterior to l3/4 disc, possibly cement in communicating vein. Second sagittal view off midline shows streak of cement adjacent to vertebral body waist, possibly representing segmental vein extravasation."